Event description:
On (B)(6)2009, the PICC IV (left arm) was noted to be broken off below the hub. The physician was notified and removed the PICC.

Manufacturer narrative:
Although the report indicated that the sample was available, the facility will not release the device for eval. Conclusion: without a lot number we are unable to review the device history record or material review report for any irregularities that may have been found during the MFR of the product. The sample was not available for analysis; therefore, we are unable to determine the root cause of the problem encountered. The bd first PICC catheters are 100 percent pressure tested (flow/leak) to insure the catheter has no leaks or occlusions prior to acceptance. A pull test is performed per the specs to insure catheter strength and integrity. (B)(4)